Manufacturer narrative:
The device referenced in this report was retuned to olympus for investigation after having reportedly sent to a third party svc provider. The investigation confirmed that user's report of elevator not working properly. The device was tested with a biopsy forcep and the elevator raiser was unable to hold the forceps in place. In addition, low elevation was observed on the elevator raiser due to a short elevator wire. The distal tip cover and bending section cover and glue were found to be non-olympus parts. There were broken/frayed wires noted upon removal of the bending section cover, likely due to extensive use. The cause of the user's experience cannot be conclusively determined; however, svc provided by an unk third-party svc and parts cannot be ruled out as contributing factors. This report is being filed as an MDR in an abundance of caution.

Event description:
The user facility reported that during an endoscopic retrograde cholangio pancreatography (ercp) with a stent placement, the elevator raiser of the endoscope did not hold the stent in the proper position when stress was applied. The gi lab coord at the facility reported that they tried using three different types of non-olympus stents, but still the elevator raiser did not hold the stents in position. The physician elected to withdraw the endoscope from the pt, and the procedure was successfully completed with a different, but similar device. The lab coord reported the procedure was prolonged by approx 90 mins. There were no complication and no pt injury reported.